Manufacturer narrative:
Investigation is in progress. A follow up will be submitted when new info is received.

Event description:
Customer alleged that the pump failed volumetric accuracy test at 9.46 ml. Rate and dosage provided were 100 ml/hr and 10 ml.